Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. One g7 str monoblock shell insrtr was returned and evaluated. Upon visual inspection the threaded tip of the device has been fractured. The shaft and the strike plate has impact marks visible. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon impacted the acetabular component, the inserter disengaged from the implant (shell). A piece of the monoblock threaded part of the inserter was noted to be missing and it was thought to possibly still be in the acetabulum. The piece couldn't be located and imaging was called. The piece also did not show up on imaging. Attempts have been made and additional information on the reported event is unavailable at this time.